Event description:
A malfunction alarm was reported, specifically malf 9, which was resettable and did not cause the customer's blood glucose to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs.